Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay they noted that several pts samples results generated on the axsym digoxin iii were higher compared to axsym digoxin ii. For example, a pt sample result of 2.06 ng/ml generated on the axsym digoxin iii was higher compared to the same sample result of 1.33 ng/ml generated on axsym digoxin ii. The customer also states that they are sometimes getting error code 1063 (invalid test result, correlation coefficient too low) when running a pt sample on the axsym digoxin iii assay. There was no impact to pts management reported.